Event description:
Healthcare professional reported via national breast implant registry "wrinkling/rippling". This record is for the right side. Device has been explanted and replaced. Device return is unknown.

Manufacturer narrative:
Clarification to h6 health effect, clinical code: e2402 captures the reported "wrinkling/rippling". The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "wrinkling/rippling".